Event description:
It was reported the patient experienced pain/burning sensations at the ipg site. It was also reported the sensations are present with stimulation on and off. However, the sensations occur only when the patient lies flat on her back. The sjm representative will consult with the physician as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.